Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Provider alleges consumer pushed t lever to back up and then stopped, then the scooter allegedly drove backwards down a hill allegedly throwing consumer to the ground.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer pushed t lever to back up and then stopped, then the scooter allegedly drove backwards down a hill allegedly throwing consumer to the ground.